Event description:
Technician alleged that the head of the bed will not go up.

Manufacturer narrative:
Technician found the head section head up valve is stuck. The cause is contamination in the hydraulic fluid. Technician replaced the head up valve and all operation checks pass.